Event description:
It was reported that a user experienced prolonged high glucose while using an ilet system, suspected an infusion site failure, replaced the infusion set with guidance from a clinician, and later performed multiple accidental meal announcements at a late meal, which contributed to subsequent low glucose that required treatment with nasal glucagon. Symptoms included low glucose with hypoglycemia. Outcomes included the need for rescue therapy with glucagon and no hospitalization. Investigation included case review and troubleshooting with education by the clinician. Investigation of this case revealed use-related error related to meal announcement entries following an infusion site replacement and recovery from prior hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.